Event description:
Patient called reporting one of her ms3 pumps wasn't programmed. Sn# (B)(4) (due (B)(6)2018). Other pumps are functional and no lapse in therapy or se reported. Will ship out a replacement pump for delivery tomorrow along with a return box to ship out the old/malfunctioning pumps back. She acknowledged and no further info provided. Dose or amount: 91 ng/kg/min. Frequency: q 48 hours. Route: sq.